Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned adapter noted no abnormalities. Functional testing found that an rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. It was reported that the instrument was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication error. Functional testing found that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 10 of 50 procedures remaining. The adapter was connected to an rpa clamshell and powered handle running v29.6 software and the device calibrated correctly. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the display showed that someone needed to push the green button. After a few seconds, the power handle turned off and on automatically. It was stopped with an articulating jaw, and the display showed that it had already fired the stapler. However, the surgeon had not actually fired it. The surgeon tried to pull back the power handle, but it was difficult to move. So they removed the power handle with a trocar because it would not return to neutral mode. When the surgeon controlled the power handle, there was a weird sound. To resolve the issue, a new power handle, adapter and reload was used. There was no patient injury.